Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The shuntassistant was not operating within acceptable tolerances. Result: first we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. The opening pressure of the shunt assistant was significantly higher than expected, indicating a tendency towards under-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the shuntassistant valve was operating in an under-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. After 2 years and 7 months the reporter suspected an underdrainage. The valve was explanted. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Hight: 90 cm. Gender: unknown. Additional information was not provided.